Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included umbilical hernia and abdominoplasty. Concomitant products included intrauterine contraceptive device (iud nos), normensal (ortho 7-7-7) and nuvaring since 2008 for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and fungal infection ("frequent yeast infection"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain") and complication associated with device ("medical device complication"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, migraine, nausea, tooth disorder, dysmenorrhoea, gastrointestinal disorder, abdominal distension, fungal infection, abdominal pain and complication associated with device outcome was unknown and the menorrhagia, headache, fatigue and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, complication associated with device, dysmenorrhoea, fatigue, fungal infection, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter, lot number, concomitant drug were added. Event medical device removal was deleted. New events were added: hormonal level abnormal, vaginal bleeding, menorrhagia, migraines, headache, nausea, tooth disorder, dysmenorrhea, pelvic pain female, fatigue, gastrointestinal disorder, abdominal pain lower, bloating, fungal infection and abdominal pain. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominoplasty. Concurrent conditions included umbilical hernia. Concomitant products included intrauterine contraceptive device (iud nos), normensal (ortho 7-7-7) and nuvaring since (B)(6) 2008 for birth control. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). In 2010, 6 years 10 months after insertion of essure, the patient experienced mood swings ("hormonal changes: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menstrual bleeding"), migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition-type: bloating") and depression ("psychological or psychiatric problems condition: depression."). In 2010, the patient experienced nausea ("nausea"). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and fungal infection ("frequent yeast infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and complication associated with device ("medical device complication"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, migraine, nausea, tooth disorder, gastrointestinal disorder, abdominal distension, fungal infection, abdominal pain, complication associated with device and depression outcome was unknown and the menorrhagia, headache, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, complication associated with device, depression, dysmenorrhoea, fatigue, fungal infection, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2015: surgical pathology report final diagnosis: a. Fallopian tube right and left: complete lumen identification both tubes. B. Foreign bodies consistent with bilateral essure devices. No new events were added from patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominoplasty. Concurrent conditions included umbilical hernia. Concomitant products included intrauterine contraceptive device (iud nos), normensal (ortho 7-7-7) and nuvaring since (B)(6) 2008 for birth control. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). In 2010, 6 years 10 months after insertion of essure, the patient experienced mood swings ("hormonal changes: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menstrual bleeding"), migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition-type: bloating") and depression ("psychological or psychiatric problems condition: depression."). In 2010, the patient experienced nausea ("nausea"). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and fungal infection ("frequent yeast infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and complication associated with device ("medical device complication"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, migraine, nausea, tooth disorder, gastrointestinal disorder, abdominal distension, fungal infection, abdominal pain, complication associated with device and depression outcome was unknown and the menorrhagia, headache, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, complication associated with device, depression, dysmenorrhoea, fatigue, fungal infection, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2015: surgical pathology report final diagnosis: a. Fallopian tube right and left: complete lumen identification both tubes. B. Foreign bodies consistent with bilateral essure devices. No new events were added from patient¿s medical records. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Indication, events hormonal changes is replaced with mood swings, psychological or psychiatric problems condition: depression was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.